Event description:
Pt stated she had the essure implanted on (B)(6) 2010 shortly after giving birth to her daughter. During the surgery, the 1st coil on the right side had been implanted without any problem but her ovaries began to spasm. She alleged that the doctor was unable to insert the coil into the left fallopian tube. She stated that she suffered tremendous amount of pain and was only given something to numb the area. The doctor decided to stop the procedure after an hr. Immediately after the surgery, she began to have painful, heavy bleeding. A week later, she decided to have a tubal ligation. The left fallopian tube was tied off but the right coil remained implanted. She continued to have pain and swelling in her right pelvic region. She also had painful intercourse, bleeding and depression. She opted for a partial hysterectomy a yr later. She continues to have severe headaches, hot flashes and other menopausal symptoms.